Event description:
During an in-clinic follow up, loss of capture due to a dislodgement was noted on both the left ventricular (lv) and right ventricular (rv) leads. X-ray imaging was performed and confirmed dislodgement of both lv and rv leads. It was suspected that the cause of the dislodgement was due to a change in the position of the device. A system revision was attempted, however, was unsuccessful due to tissue fibrosis. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2021-37150. Related manufacturer report number: 2017865-2021-36673.